Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported PICC not functioning properly, seems to have been stretched internally during use. PICC placed on (B)(6) 2024 position reported as being at caj. On the (B)(6) 2024 tip reported as being curled upwards. PICC pulled back, blood frothy. Tip of PICC noted to be at caj. Linogram on the (B)(6) 2024 ¿ resistance noted. PICC tip noted to have migrated 4cm into atrium. Focal narrowing 2cm proximal to securacath, small present but not obvious on the skin. The narrowing within the external portion of the PICC at the described location can be felt on palpation. The patients treatment has been delayed but no serious injury noted. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 51cm, exit marking 7cm, secured with securacath. PICC used for oncology treatment. PICC had an intervention for an occlusion, addressed by linogram, leak identified by query if fractured, not working and PICC appears to have been stretched on linogram. PICC used 4 weeks. Xray imaging of this incident is available. Catheter site cleaned with chloraprep (chp 2% 70%).

Event description:
It was reported a powerpicc solo was placed in the vascular access centre, and a sense of resistance was noted when the guidewire was withdrawn, and flocculent material was found on the guidewire after withdrawal. The guidewire was withdrawn earlier for inspection during later placement, and flocculent material was seen in four other cases. During withdrawal of the guidewire, a relatively large amount of flocculent would come off. No other information was provided. There was a total of 5 reported occurrences, this report addresses all 5 events.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 7 cm and 8 cm marks on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC not functioning properly, seems to have been stretched internally during use. PICC placed on (B)(6) 2024 position reported as being at caj. On the (B)(6) 2024 tip reported as being curled upwards. PICC pulled back, blood frothy. Tip of PICC noted to be at caj. Linogram on the (B)(6) 2024, resistance noted. PICC tip noted to have migrated 4cm into atrium. Focal narrowing 2cm proximal to securacath, small present but not obvious on the skin. The narrowing within the external portion of the PICC at the described location can be felt on palpation. The patient's treatment has been delayed but no serious injury noted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.